Manufacturer narrative:
(B)(4). The cause of the peritonitis was reported to be due to a break in aseptic technique. The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent. On the same day as peritonitis diagnosis, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with ceftazidime (dose, frequency and route of administration was not reported). At the time of this report, the treatment with ceftazidime was ongoing. On an unreported future date, the patient was scheduled to undergo retraining on the proper connect/disconnect method and on proper aseptic technique. Thirteen days after onset, the peritonitis was resolved and the patient was recovered from the event. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient¿s age was reported as ¿in his 70¿s¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as an induced external factor; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. The patient was hospitalized for the event. The patient was treated with unspecified medication (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were unknown. No additional information is available.